Event description:
A user facility submitted a repair request to the olympus service center, for the oes bronchofiberscope for leaking at the insertion part tube. Upon inspection and testing of the customer returned device, the coating of the insertion guide serpentine tube was found peeled off. (1 to 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the insertion part serpentine tube, bending angle is insufficient due to the elongation of the angle wire, curved tube closer to the blade, insertion part serpentine crushed, scratches on the insertion part serpentine, coating of the insertion part serpentine tube peeled off, curved rubber adhesive missing, universal code crushed, scratches on the universal code, scratches on the operation part, scratches on the eyepiece, scratches on grip, angle lever scratched, scratches found on up/down plate, and light guide connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the causes were stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.